Event description:
Customer's caretaker reported the advantage system gave a blood glucose result of 226 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; caretaker called emt's. Emt meter result 30 minutes later was "in the 20's" mg/dl. Customer was transported to the emergency room and treated. A request was made for the return of the system and a replacement was sent.